Event description:
Related manufacturer reference number: 2017865-2022-03089. It was reported that the patient's right atrial (ra) and right ventricular (rv) leads had loss of lead slack. The rv lead also had noise. No symptoms reported. On (B)(6) 2022, the ra and rv leads were repositioned. The patient was stable throughout procedure.